Event description:
Based on additional info rec'd from the legal department on (B)(4) 2009, this was initially considered as non-serious, was upgraded to serious: initial info rec'd from consumer on (B)(6) 2007: a currently (B)(6) female consumer was injected w/ poly-l-lactic acid (sculptra, lot# and expiration date not provided) under her eye and close to her cheekbone on (B)(6) 2006 for a facial cosmetic procedure. Procedure was performed by a friend who is a plastic surgeon during a training session. Since product use, she developed 3 lumps on her face: one under her left eye (under the tear duct), a second one by her right eye and a third one on her right cheek. She has been treated several times with steroid injections, but the lumps keep getting larger. She is currently being treated by a dermatologist who diagnosed the lumps as granulomas although no biopsy has been performed. Dermatologist believes that the granulomas resulted from improper mixing or reconstitution of sculptra; however, the consumer has no info regarding the reconstitution. At the time of this report, the event was ongoing. F/u info from consumer on (B)(6) 2007: no further info reported. Additional info for sculptra (lot#/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(4) 2007, rec'd by uspv on (B)(4) 2007: (B)(6) was w/o hint to root cause. Since no lot number available, investigation has been performed on documentation of all potentially involved manufactured batches. Review of the device history report and of analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Add'l for correspondence from a law firm received (B)(4) 2008 by the legal department, requesting info pertaining to treatment of the pt with sculptra. Dob was confirmed. No new medical info reported. Based on add'l info rec'd from legal dept on (B)(4) 2009, this case initially considered as non-serious was upgraded to serious due to the legal document reported that the pt had sustained great pain, agony, injury, disability, and hospitalization as well as mental anguish and emotional distress. No further relevant info was reported. Add'l info rec'd from legal via medical records on (B)(4) 2009: on (B)(6) 2005: botox full treatment; on (B)(6) 2006, pt rec'd 5 cc of sculptra in the "n-j groove-b", "cheek bone-b" and "temp hollow-b"; on (B)(6) 2006, sculptra was injected to "r&c"; "n/s groove", "cheekbone" and "k mouth"; on (B)(6) 2007 rec'd, 1 cc hyaluronic acid (restylane) in perioral area and 1 unit of botulinum toxin type a (botox) to thick perioral lip lines; removal of left nodule surgically; treatment (tx) with intralesional to one of nodules; on (B)(6) 2007, rec'd 1 vial sculptra to lower cheeks; on (B)(6) 2007, rec'd restylane 0.4 ml to upper lip lines; intralesional triamcinolone acetonide ("il tac") 2 mg to nodules under eyes; on (B)(6) 2007, 1 vial of sculptra diluted in 6 cc sterile water and injected in cheeks to temples, jaw line and between nodules to try and even out; on (B)(6) 2007, rec'd full treatment of botox and "il tac" 3 mg to thicken nodules on lower eyelids. On (B)(6) 2007, nodules still present, palpable and visible. "Il tac" 3 mg to nodules and botox to crow's feet; on (B)(6) 2007, botox to "malullar" and "crow's feet" touch-up; and sculptra 1 vial of 8 cc to cheeks and area between nodules; on (B)(6) 2007, "il tac" 3 mg to lower eyelid nodules; on (B)(6) 2007, "il tac" 3 mg to nodules and 0.4 cc hyaluronic acid (perlane) to tear troughs; on (B)(6) 2007, "il tac" 3 mg lower eyelid nodules; on (B)(6) 2007, sculptra to upper cheeks, temples and between nodules; on (B)(6) 2007 rec'd full botox treatment; on (B)(6) 2007 "il tac" 10 mg directly into nodules; on (B)(6) 2007 "il tac" nodules appears to be helping but pt starting to get atrophy. Physician warned of possible atrophy worsening. On (B)(6) 2008, pt wanted percocet. Script called to pharmacy for percocet and cefalexin (keflex). On (B)(6) 2008, operative report: pt diagnosed (dx) with dermatochalasis/lipodystrophy and underwent following procedure: upper and lower blepharoplasty, lift with super muscular aponeurotic system (smas), autologous fat transplantation (aft) to nasolabial (nl) folds, oral commissures, upper lip, scar revision abdomen (abd), botox to forehead, glabella, lateral orbital areas, abd/flank "sal", shorten upper lip and reduction bilateral earlobes; on (B)(6) 2008: rx for alprazolam (xanax) given; on (B)(6) 2008 some bumps visible; on (B)(6) 2008, rx for keflex and percocet called to pharmacy; on (B)(6) 2008, operative report: diagnosed with lipodystrophy and underwent aft to upper lip, cheek bones, oral commissures, infraorbital area (3cc) and "sal" abdomen. On (B)(6) 2008, pt swollen but better; complaint of bruise in left upper lip (purple). On (B)(6) 2008, 3cc botox touch up to right upper lid. Biopsy on (B)(6) 2008 diagnosed as granulomatous dermatitis, foreign body type with polarizable foreign material (synthetic filler) for left and right lower eyelid. Biopsy on (B)(6) 2009 for right and left eye showed granulomatous dermatitis, foreign body type with polarizable foreign material (note: per clinical history, the foreign material is a synthetic filler-sculptra). Medical hx facelift, rhinoplasty, breast, "aba", 3 hernias, 3 c-sections, nka and sensitive to sterile strips. Conmeds included alendronate sodium (fosamax) and diazepam (valium). No further info. Additional info received from legal via medical records on (B)(6) 2009: physician indicates pt received an additional injection of botox in the glabellar and forehead on (B)(6) 2009. There was swelling of the cheeks status post excision of sculptra nodules; therefore, injection of the crow's feet was avoided because of secondary swelling; she will wait for the swelling to diminish. On (B)(6) 2009, pt received 2 mg of "il tac" to keloid right upper cheek. Pt will receive a low dose intralesional injection. No further relevant info. Additional info received from legal on (B)(4) 2010 and uspv on (B)(4) 2010: a copy of summons and complaint from plaintiff gain treating physician stated that the plaintiff, on or about (B)(6) 2007, sought the professional care of defendant for certain medical complaints, and conditions from which she was suffering, including but not limited to the multiple injections of poly-l-lactic (sculptra) into her periorbital region and face and this defendant rendered medical care, diagnosis, treatment and services to her. The document states that the above medical care, diagnosis, treatment and services rendered to the plaintiff were rendered carelessly, unskillfully, negligently, and not in accordance with accepted standards of medical care, diagnosis, treatment and services in the community, and further in violation of the FDA restrictions on the use of poly-l-lactic acid (sculptra) on non immuno-compromised and/or deficient pts suffering from lipoatrophy and/or facial fat loss due to (B)(6). The document states that by reason of the above, the plaintiff sustained great pain, agony, injury, suffering, disability, corrective (4) surgeries as well as mental anguish and emotional distress. No further relevant medical info was provided. Additional info received from the consumer on (B)(6) 2010: the consumer stated that she had poly-l-lactic acid (sculptra) injections three years ago and has "major lumps." The first area that was injected was the area from the eye to the cheek on an angle and that produced "beaded up in pearls." The second site was around her orbital area and that area "has calcified." She says that a very experienced doctor did the second injections, and she does not believe it was the procedure that caused the problems. She insists, "it is the product." She also described an area around her jaw that is like "blue snakes." In addition, she has lumps in her nasolabial folds. She stated that the lumps on the right side of her nasolabial fold did dissolve, but the left side is still lumpy. She was always swollen at the site right after the injections, and she tried massaging with kenalog and still "lumped all along." She has had three surgeries to attempt to correct the problems and she stated that she "looks like a freak." She mentioned that the product "is not behaving the way it was expected." No further relevant info was provided.

Manufacturer narrative:
Device qc performed: (B)(4) 2010.